Manufacturer narrative:
Device passed rewind test, self test and displacement test. Unit display properly. No rewind anomaly or keypad locked noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having trouble to rewind the insulin pump. The customer's blood glucose level was unknown. The customer reported the whenever she go to the reservoir and set then reservoir setup, it was not going through even after pressing act. The customer was advised to do the self test but self test was not working either. The insulin pump will be returned for analysis.